Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that multiple cartridges were leaking from the canister after loading about 100 units of insulin to each cartridge. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.